Event description:
This device was returned without documentation. The following physician's office has no information regarding the device removal, as the patient is no longer seen in the office. The reason for removal is unknown and there are no known complaints associated with the functionality of this device.